Event description:
A distributor reported that a customer's pump screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. The customer was unable to turn the pump back on despite following troubleshooting steps, and it was determined that a replacement pump would be provided. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support instructed the customer to return the problematic pump within 10 days.